Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: (B)(4) 2018. The customer troubleshot with technical support. And was provided with part number and price for the o2 sensor. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator o2 sensor failed. No patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 07jan19, date rec¿d by MFR: 02jan19. The customer stated that the unit was repaired and returned to use. However, no further information was provided on what was done to address the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.